Event description:
Stenting to common iliac artery: the vessel was moderately calcified, moderately tortuous and 90% stenosed. Approach was made from the opposite side. First, the smart control 9x60mm was placed in the external iliac artery. Then the (B)(4) (complaint product) was delivered to the common iliac artery. But the stent was placed in the distal vessel to the intended target lesion. Additional 10x60mm stent was placed to cover the whole lesion, and the target lesion was successfully treated. The procedure was completed without any patient injury. There was no other information available.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet completed, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.